Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness.

Event description:
It was reported that no alert/notification occurred. On (B)(6) 2024, the patient¿s wife found him unconscious and called emergency medical service (ems). Once ems arrived, the patient¿s bg meter reading was 27 mg/dl, but no cgm comparison value was reported. It was stated that the patient did not receive any audio alerts notifying him of his hypoglycemic state. Ems treated the patient with ¿sugar water¿ and transported the patient to the emergency room (ER). The patient regained consciousness after treatment by ems. There was no documentation of any additional treatment/medication being given to the patient at the ER. It was also not specified how long he was in the ER prior to discharge. The patient was stable and fine at the time of the report. The performance data was evaluated. The allegation was confirmed as no audio output. The probable cause of no audio output could not be determined. No additional patient or event information is available.